Event description:
Multiple recorded artifact events on atrial lead, pacemaker ses this as atrial fibrillations and it causes inappropriate mode switching to occur. Thousands of recorded events as far back as (B)(6) 2014.